Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The cause of death reported was aplastic anemia. Related to MFR# 2183959-2015-00502, 2183959-2015-00503.